Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery compartment was found ot be cracked. There was no damage found to the returned battery cap. There were several low battery alerts observed in the black box. The returned battery cap could attach to the pump and power on. The current draws measured within specification. A ¿batter life¿ issue was not duplicated during investigation. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no internal moisture found on the printed circuit board or internal components. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.